Event description:
It was reported that prior to a coronary stenting treatment procedure, the stent was not on the balloon. It is unk what lesion was being treated. When they opened the package, prior to use, they noticed the 5.00x32mm liberte bare metal stent, was not on the balloon. The procedure was completed with another of the same device. The pt status is reported as "o.k.".

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.